Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that following implant on a 62 year old female patient, an impella cp pump experienced persistent suction due to a kinked cannula. Attempts to unkink the cannula were unsuccessful, however the decision was made to proceed with the case. As support continued, the patient lost pedal pulses in their impella leg. The pump was subsequently explanted in response to the condition. The patient survived the procedure.

Manufacturer narrative:
The investigation of limb ischemia, low pump flow, and product damage (cannula kink) has been completed. The pump was not returned for investigation. The data log shows that the low pump flow remains low from the start to the end of the case, accompanied by an active suction alarm. According to the clinical report, a cannula kink was noted on the implanted pump, and the doctor was not able to unkink it. The cause of the low pump flow issue was most likely kinked cannula. The cause of the cannula kink issue was not determined since sufficient clinical information was not provided. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27546.